Manufacturer narrative:
MDR. / initial 2 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off during use. The infusion set was in use for twenty-four hours to thirty-six hours. The blood glucose level was high (specific value unknown) and the patient treated with correction bolus via pump.